Event description:
Towards the end of the case, the user selected manual ventilation and noted that the reservoir bag began to extend. The user noted pressure building within the breathing circuit and removed the reservoir bag to relieve the pressure. The case was completed using the device. No pt injury reported.